Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance on how to reset pump, successfully reset it with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.